Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a panhysterectomy procedure, when the jaws of the panhysterectomy procedure, when the jaws of the device were applied to a uterine ligament, tissue was sticking to the jaws of the device. The surgeon was able to reopen the jaws in the normal manner, but a small amount of bleeding resulted. The surgeon used bipolar hemostasis to stop the bleeding. There was reportedly no injury to the patient.